Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure for an embolus located at the middle cerebral artery with the subject retriever. After one pass with the device, thrombus was observed distal to the middle cerebral artery. The original clot was reported to be long and was unable to be removed with one pass. An unspecified medical intervention was used to dissolve the thrombus and patency to the vessel was restored. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure for an embolus located at the middle cerebral artery with the subject retriever. After one pass with the device, thrombus was observed distal to the middle cerebral artery. The original clot was reported to be long and was unable to be removed with one pass. An unspecified medical intervention was used to dissolve the thrombus and patency to the vessel was restored. No further information is available.